Event description:
Home pt's supply bag disconnected in drain 1/4 of apd therapy on the homechoice machine. Pt reported that spouse had accidently kinked the supply line of the homechoice set and it fell out of the solution bag. The pt discontinued treatment and set up all new supplies to complete therapy. No pt injury or medical intervention as a result of incident.